Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : device not returned.

Event description:
It was reported that the patient had a revision due to a fractured implant. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that the patient is getting the 1st part of a 2-stage revision. The implant was removed and revised to a hemi with a bone graft. Patient will undergo the 2nd part of the 2-stage revision in a few weeks.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided picture identified the post of the explanted glenoid post is fractured. However, as the product was not returned, further analysis could not be performed. Radiographs were reviewed and it was identified that a right shoulder arthroplasty is present. There is a metallic implant fragment at the inferior margin of the glenoid with surrounding radiolucency consistent with implant fracture. This radiolucency is consistent with osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.